Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported they had a couple of visits with their pain healthcare provider (hcp) and was told they were waiting for authorization. The patient stated their knees and legs are getting worse and they are in constant pain daily. The patient noted they are scheduled for jan-27. The patient also stated that still the stimulator problems have not been resolved, as there have been no efforts to resolve the broke stimulator system.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were having issues with their stimulation. Patient said the stimulation had gone real high and it was like they were about to stimulate out of their skin and they could barely walk. Patient mentioned they had it on group c now, but they tried a, b, and c. Patient stated the issue began about a month ago and was on and off since then. Patient stated they were seen for re-programming about a month ago which helped a little, but now it is going 'crazy.' Agent advised patient to keep stimulation off and contact healthcare provider. The patient was redirected to their healthcare provider to further address the issue.